Event description:
Event description guidant received information that this patient has a guidant pacemaker and a competitior's atrial and ventricular leads. The ventricular lead impedance measurement has increased form 900 ohms to 2420 ohms, and the threshold measurement was 3.5-5.4 v. It is most likely a ventricular lead fracture. The atrial lead has some noise on the electrogram but the device was not marking this. The patient was admitted to the hospital for an underlying rhythm in the 30's.